Manufacturer narrative:
The reported premature battery depletion was confirmed in the laboratory. Based on all available parameter and usage information, device longevity was found to be below the expected limits. With an external power supply attached, high current drain was observed. Further bench testing traced the high current drain to the hybrid. However, during testing the hybrid current reverted to a normal level current and further current testing could not be performed. The cause of the premature battery depletion was due to a high hybrid input current. The cause of the high hybrid input current could not be determined.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun.

Event description:
It was reported that the device was explanted and replaced due to premature eri. There were no acute consequences to the patient.